Event description:
The customer reported that the alarm does not power on when tested with new batteries and a new sensor pad. The alarm may be missing the hold/suspend button. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the product found the alarm has power, but an intermittent alarm tone when pressure is off the sensor pad. The alarm is missing the battery door. (B)(4).